Event description:
It was reported the patient's previous daily dose was set at 86 microgram/day and it was 'over-effective' and they had poor head control. It was reported the 'amount was reduced' and also reported the dose was increased at the last refill from 72 microgram/day to 78 microgram/day. At the last refill, the fluctuation rate was (B)(6). This time, the patient was a little stiff so their dose was increased to 84 microgram/day. At the most recent refill, there was a lot of remaining fluid and an abnormal fluctuation rate of (B)(6) was displayed. After the last increase, it seemed to be working, but the hcp wanted to monitor the patient's condition. It was noted a catheter contrast study would occur if an abnormal fluctuation was seen at the next refill. The pump was used to deliver gabalon. The event was reported as not recovered.

Event description:
It was reported the patient's previous daily dose was set at 86 g/day and it was 'over-effective' and they had poor head control/neck became unstable. It was reported the 'amount was reduced' and also reported the dose was increased at the last refill from 72 'g/day to 78 g/day. At the last refill, the fluctuation rate was -9.1%. This time, the patient was a little stiff so their dose was increased to 84 g/day. At the most recent refill, there was a lot of remaining fluid and an abnormal fluctuation rate of -43.3% was displayed. After the last increase, it seemed to be working, but the hcp wanted to monitor the patient's condition. It was noted a catheter contrast study would occur if an abnormal fluctuation was seen at the next refill. The pump was used to deliver gabalon. The event was reported as not recovered. Additional information received reported the relationship to the device (pump, catheter, programmer) were changed to no relationship. Another refill was performed, and again, an abnormal variability rate (-43.3%) was observed. A catheter imaging examination and a rotor test were performed. No abnormalities were detected in both examinations. No particular worsening was observed in the patient's spasticity. It was noted, replacement surgery may be considered if an abnormal operation is detected in the catheter or the pump. However, since no abnormalities have been detected, the patient's condition will be observed for the present. The cause of the abnormal variability rate was unknown.

Event description:
The patient's underlying disease/implant reason was spastic cerebral palsy. The gabalon dosing was from (B)(6) 2013 to continuing. Catheter angiography was conducted on (B)(6) 2015. Regarding the outcome of the adverse event abnormal variability, recovered as of (B)(6) 2015 was reported. A refill was performed on (B)(6) 2015 and variability was at -11% and returned to the normal range. A refill was performed on (B)(6) 2015 and variability was 0%. There was too much effect, so the dose was reduced and adjusted to 80 mcg/day. The reason for abnormal variability was unclear, but it may be because an obstacle that was inside the catheter or around the outlet of drug was removed by the angiography.

Event description:
Additional information received reported another refill was performed, and abnormal variability rate (-52.1%) was observed again. The condition of the patient remained the same.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).